Event description:
It was reported to philips that the system was unable to fully boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. Customer reported that the system was not starting. The philips field service engineer (fse) inspected the system onsite and unable to duplicate the problem. Upon troubleshooting actions, fse identified that the system was working with full functionality. To date, there have been no further reports of this issue.